Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'system error, number unknown' which was unable to be recreated during evaluation. A review of the event history log identified the multiple presence of 'system error 322' messages. The reported condition was verified. The cause was determined to be a loose link screw. The link/ link switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed unknown system error during testing at the biomed service department. There was no patient involvement. No additional information is available.